Event description:
During the surgery, when the specialist was removing the third (3) screw, the tip of the screwdriver piece broke. A quick solution was given by removing the fragments of this piece that broke and another screwdriver piece was given to the doctor, but this also broke at the moment when he was removing the fourth (4) and last screw. Due to this novelty, there was no discomfort in the specialist since all the screws were removed with these screwdriver pieces. The surgery was successfully completed, without alterations in the surgical times and without affecting the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1. Photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '03.130.010, sd scrwdrvr shft/t4 50/self-retain/hxc had broken tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the sd scrwdrvr shft/t4 50/self-retain/hxc would contribute to the complained device issue. Based on the investigation findings, potential cause can be component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part# 03.130.010, lot # 2724p32, manufacturing site: (B)(4), manufacturing date: 04.aug.2023, expiration date: n/a, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate